Event description:
Option filter found to be multiply fractured; one leg piece missing altogether and presumably excreted in stool. Filter and some of 6 fractured fragments removed with forceps but one leg element and 2 short elements retained in bone and extravascular/perivascular soft tissue.